Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to plunger retraction problem and entrapment include, but are not limited to, user closes foot before suture deployment (i.e., before plunger fully retracted proximally) or suture snag. It is likely that suture pulled until it breaks led to the reported suture separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using a prostyle device after an interventional atrial fibrillation ablation procedure with an 8f sheath. Reportedly there was resistance during plunger removal (step 3), which ended up breaking the suture. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.